Manufacturer narrative:
(B)(4). Method: nine complaint mr290v chambers were received, with the following lot numbers: lot 090303: 1, lot 090427: 1, lot 090924:1, lot 100914: 1, lot 110114: 1, lot 110719: 2, lot 110805: 1, lot 110806: 1. The chambers were visually inspected. Results: visual inspection revealed scratches or stress marks on the domes of all nine chambers. In addition, three of the chambers had dents and scratches on their bases. Conclusion: the nature of the cracking, and the fact that it was found before use of the chambers, suggests that the damage occured during transportation or storage of the chambers. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that when unpacking some unused mr290 autofeed humidification chambers they observed white marks and scratches on the chamber domes.